Event description:
It was reported that when the patient presented in clinic after receiving inappropriate hv therapy the right ventricular lead exhibited far p-wave oversensing, a slight decrease in pacing lead impedance, an increased capture threshold, and a decrease in r-wave amplitudes. An x-ray revealed that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition following the procedure.